Event description:
It was reported the patient is not receiving adequate coverage. An impedance check was performed and revealed invalid impedance on all contacts, x-rays were taken and revealed the lead was fractured. The patient is scheduled to undergo surgical intervention on a later date. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.